Manufacturer narrative:
The customer detected a burning odor when powering on the scc of architect i1sr53749. When the scc did not respond, the customer attempted to power the scc on again, which is when they observed smoke coming from the scc. The field service engineer (fse) was dispatched and replaced the scc f_win7 computer (list number 07d01-08), however the fse determined that the smoking/charring originated from the scc-f+ power supply (part number 7-206072-01). There was no observable damage to other components within the scc computer. The scc-f+ power supply is a component within the scc f_win7 computer; therefore, it was not replaced separately. A return was not available; however, the fse provided two photos of the scc f_win7 computer which confirmed a small area of discoloration on the vented area of the scc power supply. A review of the architect i1sr53749 service history was performed and found no contributing factor on or around the date of this event. There were no subsequent reports of smoke/burn of either the scc-f+ power supply or scc f_win7 computer after the scc computer was replaced. A review of product labeling found the architect system operations manual provides information regarding; specifications and requirements, electrical hazards, and electrical safety for the architect systems. The i1000sr service and support manual has instructions for replacing the scc-f+ power supply. The 2016 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoke observed from the scc-f+ power supply did not spread to other parts of the scc computer or analyzer. The complaint investigation for the scc-f+ power supply does not indicate a deficiency of the product; however, based on all of the available information, this event reasonably suggests that a malfunction of this specific scc-f+ power supply (part number 7-206072-01) occurred.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect computer was off and when she turned it on it was unresponsive, but she smelled a burnt odor. The tech cycled power and upon powering up she observed smoke coming from the computer. She immediately turned the power off and disconnected the unit. There was no reported injury to the employee, no impact to user safety, and no impact to analytical patient results.